Event description:
It was reported to philips by a customer that the unit does not recognize when it is connected to ac. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the customer stated the unit had no ac power, only operates on battery. The customer reported the unit does not recognize when it is connected to ac. The customer verified there was no 24 dc volts going into the pm pcba. She was able to verify there was 116 ac volts at the ac inlet. The rse recommended replacing power supply. The fse replaced the power supply to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
The power supply was returned for failure investigation. Visual inspection of the power supply assembly revealed no evidence of damage or contamination. Failure investigation identified through testing that components in reference designation cr8, q12 and q9 were shorted additionally the fuse was found in an open condition. The customer¿s complaint was confirmed. The device failed due to the components in reference designation cr8, q12, q9 and fuse being out of specification.